Event description:
The customer reported having severe low blood glucose while wearing the insulin pump. The caller was hospitalized with a low glucose level of 32mg/dl. Reviewed the programming and found that the bolus history was inaccurate. The customer stated that the bolus history is missing a whole month of bolus information since her admission. The customer also stated that the nurse checked the device and it showed reservoir empty on the screen, but the icon showed half full. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.